Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited a fault code that indicates the ICD may not be able to administer therapy if required. The patient reported that the ICD had begun to emit beeping tones the night before. The patient was brought to the hospital and ICD replacement was scheduled.